Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 63-year-old male patient noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. It was reported flow was checked down the leg following perclose placement and there was no flow distal to the stick site and a dissection was noted. An arterial sheath in the other leg to go up and over was used and ballooned the dissection and good flow was noted down leg on fluoro.